Event description:
Allegedly revised due to elevated cobalt levels. Revised head and cup. Neck and stem stayed in. Revision went well.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00482.